Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that intermittent beeps were occurring with the system controller; however, no alarms were displayed. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported intermittent beeps were confirmed during analysis. The log file was reviewed and it was noted that low battery advisory and power cable disconnect events were recorded. During further eval of the system controller, the black power lead was found to have a compromised brown conductor (battery gauge line) at the connector end. The damage to the conductor did not affect the function of the pump during analysis, however; movement of the power lead at the connector end resulted in a power cable disconnect alarm. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.